Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during treatment-inadequate seal issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that an electronic procedure was lost and that the surgery was completed successfully by switching out the pi.